Event description:
It was reported to boston scientific corporation that a contour ercp cannula was being prepared for use in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, it was noticed that there was a damage on the packaging of the device, and "the package was not sealed somehow." The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0205 captures the reportable event of compromised sterile barrier due to damaged packaging.